Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request. The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for the trilogy series. A field corrective action (2021-05-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management filed - ER 2200179 v42 (trilogy risk matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes), risk tags - allergy01, toxic01 reflect the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that the complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and there fore not further action will be pursued.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for return to stock recertification evaluation. There was no patient involvement, and no harm or injury reported. The device was visually inspected and found evidence of foam degradation; it was reported the technician was unable to clean foam debris from the inlet air path cavity. The device will be included in fsca 2021-05-a. Tobacco contamination was confirmed in the device. Damaged and/or missing components required replacement were replaced. However, no repairs were completed. The device was disqualified from recertification. The device was scrapped.